Manufacturer narrative:
The field service engineer (fse) confirmed there were high ft4 results from measuring cell channel 2 of the e 602 module. The fse did not identify a root cause during the service visit. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for "about 20" patients tested on a cobas 8000 e 602 module. It was reported the qc was within the acceptable ranges. The initial ft4 results were not reported outside the laboratory. The customer questioned the initial measurements because the ft4 results were abnormal and high. The customer performed repeat testing with the samples on a different e 602 module. Allegedly the initial ft4 results were 7.77 ng/dl and above, and the repeat results were approximately 1-2 ng/dl. The customer provided one example of a repeat ft4 result, and it was "about 1.8" ng/dl. The ft4 reagent lot number was 59321901 with an expiration date of 31-dec-2022.

Manufacturer narrative:
It was later determined that a broken weight filter was identified as the root cause. Upon review of the alarm trace, sipper probe alarms were observed. The engineer confirmed proper analyzer operation. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation updated the component, evaluation result, and evaluation conclusion codes. The investigation did not identify a product problem. The cause of the event could not be determined.